Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an unknown of multiple issues over the last 6 months during priming and during patient use that the sets leaked and separated at the lower fitment with filter extension set attached. The events occurred in nicu. There was no reports of patient harm.

Manufacturer narrative:
Due to the potential for hiv exposure during receiving and investigation, it was decided that these sets would not be identified nor investigated. The customer¿s report was confirmed based on the photo of one of the sets. The root cause could not be identified.

Event description:
The customer reported an unknown of multiple issues over the last 6 months during priming and during patient use that the sets leaked and separated at the lower fitment with filter extension set attached. The events occurred in nicu. There was no reports of patient harm.